Manufacturer narrative:
Device investigation: there is no visible damage to the device. A 0.032" mandrel was introduced into the hub end and was advanced to 113 cm when resistance was felt. The mandrel could not be advanced farther than 117 cm from the hub. Measuring the exterior of the catheter at this point with a laser micrometer, the minor axis measured (B)(4) and the major axis measured (B)(4). These measurements are within specification for this part. A 0.026" mandrel was introduced into the hub and passed without difficulty. At 113 cm past the hub momentary resistance was felt and then the mandrel "skipped" forward. No additional resistance was felt with this mandrel. Conclusion: though visually not detectable, there is enough ovalization of this catheter to interfere with the passage of the separator bulb. The DHR of this manufacturing lot has been reviewed. The review revealed that all appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per process monitoring requirements and results met specification. All parts that were released in this lot met specifications.

Event description:
The physician tried to advance a 032 separator into the 032 reperfusion catheter, but resistance was encountered just distal to the hub of the reperfusion catheter. The physician first removed the separator and inspected it and found no deformity or kinks in the wire. The physician then removed the entire system and took a new 032 reperfusion catheter from the inventory and continued with the case with the same separator with no adverse events. The physician described a kink in the reperfusion catheter upon his inspection.